Event description:
It was reported that the patient said their pump ended about five to six hours early. When they came in, the pump said 90.1 had been given, but it still showed 100 on the screen however, the medication bag was completely empty. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Found no disposable, upstream occlusion, air in line detected and key stuck messages in the event history log. Customer problem was duplicated issue during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue could not be determined with the provided information. Actions were taken to mitigate the reported issue: replace expulsor assembly.